Event description:
It was reported that during a pm inspection of the 6800 system, a faulty power cord was found. There was no report of pt or operator injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the power cord assembly. The system was tested and found to be working as intended and placed back into svc.